Event description:
The customer reported that the pump underinfused during a chemotherapy treatment. Because it had been some period of time since the event, the complainant could not recall the amount of underdelivery. Per the complainant, there was no injury associated with the event.